Event description:
Caller stated that this daughther inserted the product in her vagina and cut herself. Caller started to answer advisors questions until asked daughter's date of birth, at which point he hung up. Advisor was unable to obtain contact details, lot# or expiration date of product.

Manufacturer narrative:
Product variant unk. Labelling of all ept pregnancy tests mfg by unipath clearly states "not for internal use" both on carton and in instructions for use. Also illustration for use. Also illustration of test being held in urine stream appears in instructions for use. In our opinion the alleged event does not constitute forseeable misuse. However device labelling will be revised to include a statement that the device must not be inserted in the vagina.